Event description:
It was reported that an artificial urinary sphincter (aus) was revised due to recurring incontinence. The device was removed and replaced. There were no additional patient complications reported.

Event description:
It was reported that an artificial urinary sphincter (aus) was revised due to recurring incontinence. It was noted that the device was not working. The device was removed and replaced. There were no additional patient complications reported.